Event description:
N/a.

Manufacturer narrative:
The surgical strips (ID (B)(4) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. There is currently an open corrective and preventative action for the patties/strips product family related to x-ray polymer issues, string issues and incorrect count.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an incorrect number of pads in a surgical strips package (ID 801451). Only 9 out of 10 pads were found in the package. The issue was discovered after the surgery during the final count. A 45-minute delay was noted looking for the patty and no patient injury reported.